Event description:
Lavh during surgery the ip vessel was sealed. Later that day the pt was brought back into surgery and was opened up to discover that the seal had burst. The pt was reoperated on to fix the seals.